Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 400 mg/dl) and insulin injections were administered to address the high bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer was to change out the infusion set site and tandem technical support advised the customer to discuss the high bg with a healthcare provider. Upon follow-up with the customer, the bg level was 403 mg/dl; however, the infusion set site had not been changed yet. The customer declined further follow-up.